Event description:
A driver otw stent was implanted in a pt for treatment of a coronary lesion. Eight days later the pt went in vf arrest. The pt returned to the cath lab where it was discovered that the driver stent had thrombosed. The pt had an aortic valve replaced as well and was in a thrombotic state. No further info.

Manufacturer narrative:
.